Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. First inratio test on the patient was a qc2h error. The second test rendered inr result, as shown below: date: (B)(6) 2012, inratio: 537 (finger-stick), lab: 10.0 (venous). Testing was done within two hours.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 5.7, ref: 10.0, mean: 7.85. User reported results from inratio and lab testing all over 5.0. Note: per clsi, "results exceeding an inr of 5.0 generally have reduced trueness, precision, and linearity, both in poc and laboratory based pt testing." No further comparison analysis is appropriate. Qc errors are designed to be generated when the quality of the results, as related to the qc result, has been compromised. This can be caused by a number of factors including environmental factors, sampling technique, and/or endogenous factors. User was on amiodarone medication at the time of testing. Amiodarone is known to influence results obtained with inratio testing. This may be root cause. No product associated with the complaint is expected for return. No strip lot information provided. No further investigation is possible. Conclusion: review of complaint description revealed customer reported unexpected results from inratio and laboratory reference tests. Root cause could not be determined. No strip lot information was available and no product was expected to be returned, further investigation could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.